Manufacturer narrative:
Result: the exterior of the back side of the pump housing was cracked. Conclusion: the complaint has been evaluated. The complaint indicated that when the pump was activated, a burning smell was sensed, and the pump felt warm. Evaluation of the returned device revealed that the pump was functional. The pump was powered on and ran for 30 minutes, and no burning smell was sensed. The pump became warm, but still functioned without an issue. The exterior of the back side of the pump housing was cracked; however, this damage was not mentioned in the complaint. The cause of this complaint cannot be determined. There device are 100% functional tested during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110. During the procedure, the physician noticed a burning smell was coming from the pump max and it felt warm to the touch. The procedure continued using a new penumbra system aspiration pump max 110.